Event description:
The customer reported that the software was corrupt, the filed engineer noted that the work station would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive and system software were evaluated and replaced. The system was tested and found to be working as intended and returned to service.